Event description:
The hcp reported that the pt developed redness and drainage of the device pocket site. Cultures were positive for staph aureus. The pt was treated with oral antibiotics and the total device system explanted. The infection is reported to have resolved.